Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. Customer reported that at the first-time startup, system booted and software logged in to user interface normally without any problem, except there was no movement in the poly g but after switching the system off to check if the cabling was installed correctly, the system did not boot up. However customer decided to reinstall the software, but the installation did not begin and failed with an error message. The rse suggested to download 2.2.3 software from incenter and reinstall 2.2.3 software. Several emails were sent to the customer for further confirmation on resolution, however received no feedback. Therefore no further action could be performed by philips. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a geometry issue with the azurion device. The user elected to restart the device but it would not reboot. No harm has been reported to philips. The system was in clinical use. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.